Event description:
It was reported that the tips of the drivers have stripped. Patient status is fine.

Manufacturer narrative:
Add'l catalog #: 1400-9242; add'l lot #: 558560; manufactured date: 4/2007. Catalog #1400-9241, add'l lot #601280. Add'l catalog #1400-9465, add'l lot #: 468220, pn101u, m16469-01; manufactured dates: 5/2007, 1/2008, 7/2007.